Event description:
The customer reported that the ventilator smoke and emitted a very strong odor while in use on patient. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
The power management board was received and investigated and the failure investigation result found that the 12 volt failure was traced to q11, q15, and l2.

Manufacturer narrative:
The field service engineer (fse) completed repair on this unit. The fse duplicated the reported problem and replaced the power management board and the battery to address the reported problem. The unit has been return to the customer. Patient information was requested and the customer could not provide patient details.

Event description:
The customer reported that the ventilator smoke and emitted a very strong odor while in use on patient. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer could not provide patient details. A follow up report will be submitted upon completion of the investigation.